Event description:
It was reported that the 355sd was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the surgeon could not insert the device into the abdominal wall due to the knife blade was not exposed. A new trocar was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50960. Ees #.982287/j. D5,6; h4: information not available, device not returned for analysis.